Event description:
It was reported that the steel suture was used for a broken wrist surgery. The suture reportedly broke as the surgeon was removing the sutures. An additional surgical procedure was required to remove the steel pieces from the wrist.